Manufacturer narrative:
The device was received. The customer contact reported that the event was a result of an operator error in programming the device. The pump history was downloaded and printed at the mfg facility. Review of the pump history indicated on 05/03/2007 at 0926, the pump was programmed in the ml/hr mode to deliver at a duration of 12 hours, & the delivery was started. At 0933, the pump was reprogrammed to deliver at a rate of 12.3ml/hr and the delivery was started. Within the same minute, the pump was reprogrammed to deliver at a rate of 16.5ml/r and the delivery was started. At 1226, the pump alarmed vtbi complete & began to deliver at programmed keep vein open rate (kvo) of 1 ml/hr. Within the same minute, the pump was reprogrammed to deliver at a rate of 16.5ml/hr, with a vtbi of 66ml, for a duration of 4 hours and the delivery was started. At 1227, the pump was reprogrammed to deliver at a rate of 1ml/hr, with a vtbi of 4ml, for a duration of 4 hrs and the delivery was started. At 1251, the delivery was stopped and the pump was reprogrammed to deliver at a rate of 4ml/hr. Within the same minute, the delivery was stopped. At 1306, the pump was turned off. Review of the history indicates the pump delivered as programmed.

Event description:
The customer contact reported an operator error in programming the device, which resulted in an inaccurate delivery. At approx 1200, the pump was programmed to deliver an unspecified volume of total parenteral nutrition (tpn) at a rate of 4 ml/hr and the delivery was started. No further programming parameters were provided. At 1300, the nurse noted the device was delivery at a rate of 1ml/hr. At the time, the pt's blood glucose level was 26mg/dl. The blood glucose level was rechecked twice and the values were 21mg/dl and 19mg/dl. No specific treatment info was provided; however, the customer contact indicated that "we only treat blood glucose levels less than 40mg/dl." There was no reported adverse pt sequelae. The device was removed from clinical svc. Multiple unsuccessful attempts have been made to obtain add'l info.